Event description:
An olympus representative reported on behalf of the customer, that the screen blacked out momentarily, (3) times at intervals of about 3 minutes while using the 4k camera head, with otv-s700 and lmd-xh320st during the procedure. The therapeutic laparoscopic ureterectomy procedure was completed with the same equipment. The reported issue did not occur during high-frequency treatment instrument output, but during normal observation. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The cause of the issue is unknown at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Additional information provided for the serial number as (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.